Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the patient arrived for disconnection, it was observed that the pump had displayed "stopped" and had not been running for the previous two days. The remaining volume was recorded as 90.8 ml, with only 1.2 ml administered. The patient reportedly denied interacting with the pump or hearing any beeping sounds. The event occurred while in use with a patient and no patient harm was reported.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported the pump had displayed "stopped" and had not been running for the previous two days. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.